Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump down arrow button was unresponsive. No significant event leading to keypad anomaly was observed. Customer started that the insulin pump buttons were unresponsive even after the battery has been changed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings: pump received with button unresponsive due to corroded keypad traces. Unable to performed displacement test due to no button responsive. Unit received with cracked retainer, cracked case at battery tube side, minor scratched display window and scratched case.

Manufacturer narrative:
The correct information has been provided with this report.